Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, a placement signal not reliable alarm appeared; however, the pump remained operational throughout the procedure. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The returned pump was inspected and there were no physical abnormalities on initial visual inspection. The pump passed the laser continuity test and 5s parameters were within normal range. The data logs observed is characteristic of an air gap. The returned pump was tested in the lab and the same issue and alarm reproduced when an air gap was intentionally made between the console and the patient cable plug. The root cause of the optical signal issue was most likely due to an air gap between the console and the patient cable plug as evidenced by the log pattern from the field and the reproduction of the issue on the returned device a review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.